Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 9 months. The patient remains ongoing on lvad support. A correlation between the device and the reported hemolysis could not be determined. Furthermore, the reported outflow graft kink and inflow conduit malposition could not be confirmed. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 with shortness of breath, lactate dehydrogenase (ldh) levels of 2200 u/l, and hematuria. The patient was started on IV heparin and IV fluids. An echocardiogram revealed dynamic inflow cannula obstruction and fixed outflow obstruction. At the conclusion of the ramp study, the pump speed was changed from the baseline of 9200 rpm to 8800 rpm to minimize the inflow obstruction and maximize lvad flow. The patient had a dilated and hypokinetic right ventricle, with mild to moderate tricuspid regurgitation which had improved from prior study, and mildly elevated pulmonary artery systolic pressure. A CT scan with 3d reconstruction showed the lvad outflow tract widely patent with no evidence of stenosis at the anastomosis. There was a mild kink proximal to the anastomosis. The inflow cannula pointed anteriorly and towards the intraventricular septum, suggesting a possible inflow cannula obstruction. The pump speed was initially decreased to 8800 rpm due to right ventricular dysfunction to limit inflow cannula obstruction which was thought to be contributing to the patient's hemolysis symptoms, but the patient developed worsening shortness of breath. The pump speed was increased back to 9200 rpm. The patient also had a right heart catheterization which showed moderate pulmonary hypertension, and was started on tadalafil to treat the hypertension and also help support the right ventricle. Symptoms improved with medication changes and the patient was discharged home on (B)(6) 2015.